Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During device testing at the station, customer reported that the autopulse platform (B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on after a new lifeband was installed. The crew was unable to clear the advisory. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6) displayed user advisory (ua)07 (discrepancy between load 1 and load 2 too large) upon powering on" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory ua07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, thus confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering on the platform, thus confirming the reported complaint. Load cell characterization test results confirmed that load cell module 2 was defective, and it was replaced to remedy the fault. Upon further testing, unrelated to the reported complaint, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).